Manufacturer narrative:
The plant investigation has not yet been completed. Medical records have been requested and have not been rec'd by the MFR to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigations.

Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. The leak was visually observed and the machine alarmed. Pt noted blood leak from improperly connected venous transducer about an hr into treatment at the training centre. Estimated blood loss was 300-400cc's. The nurse at the facility confirmed on (B)(6)that there was no medical intervention required by the pt and the pt is stable. Pt was requested to go to the emergency to receive IV but the pt refused and drank 1 liter of fluid instead to bring their vital signs back to normal. There were no pt ill effects. Sample is not available.